Event description:
The device was used during a colostomy procedure. Reportedly, the instrument was difficult to open and the anastomosis was not complete. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.